Manufacturer narrative:
Concomitant product(s): a 459245 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited nonphysiologic oversensing during ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.